Manufacturer narrative:
Correction: contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The end user reported that in an unknown quantity of wafers from market unit with same lot number, the wafer stoma opening was off-centered. This resulted in decreased wear time of less than the usual 6-7 days. No leakage issues were reported. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review results: lot 1c04211 was manufactured on 03/29/2021 in the ats#2 manufacturing line, with a total of (B)(4) mkus. On 09/sep/2021, a batch record review was performed to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom. The testing results were found satisfactory and the crew requirements and responsibilities, process parameters, tooling¿s, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instruction pi21-130. Therefore, no discrepancy related to this issue were found within the documentation. On 09/sep/2021, a complaint search for lot 1c04211 and malfunction code ost-pmc1.18 / ost-pmc01.18 skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only) was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed and this case is considered an isolated incident. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092 manufacturing site: 9618003